Manufacturer narrative:
Investigation findings: contains raw material (B)(4) lot number b0752303-nl. The rep sample was returned to the qc complaint specialist and consisted of (B)(4) each of the devices still sealed within deroyal packaging. Via phone call with (B)(4) it has been determined to provide the sample to branch plant (B)(4) for eval and joint investigation process. The qfi report was reviewed for sales and similar complaint info. Deroyal has sold (B)(4) of the finished good from 2013 to 2015. There have been no previous reports receiving during the review period for the finished good referring to a temp issue. Investigation is incomplete at this time. This report will be updated as more info becomes available.

Event description:
The temp probe for this lot number is not measuring accurate temp settings. It is running anywhere from 32-35 degrees. They are using an esophageal stethoscope as a baseline and it is registering right at 36 degrees. The esophageal and the foley probe should be the same readings of very close, certainly not 3 degrees difference.